Manufacturer narrative:
Analysis of the fiber revealed a fiber broken in two pieces, one large with the connector and one small piece of fiber with a chipped and slightly longer than specification distal tip. The two pieces were found to differ in buffer shape, buffer color, buffer consistency and fiber glass breakage points. As such, it is unclear if the smaller piece of fiber was originally part of the longer piece of fiber. The fiber rfid scan indicated that the fiber was 100% tested and functional during routine production testing at dmta on 09/30/2015. Also, the fiber rfid scan indicated that the fiber did have laser energy transmitted through it for just over 18 seconds at 6 watts (600 mj at 10 hz) while out in the field. It is unknown why the customer indicated that the fiber was broken before use yet the rfid information indicates the fiber was used out in the field. After distal tip reprocessing, the larger section of fiber with the connector was capable of transmitting laser energy within dornier specifications and did not break while under the minimum bend radius of 7mm. Since the fiber tested to meet specifications during production, was confirmed to have transmitted laser energy out in the field and was found capable of function during evaluation along with the two fiber pieces not matching each other, the cause of the break is unable to be determined. It can be assumed that during evaluation testing that it is very unlikely there were any manufacturing faults with the fiber.

Event description:
Fiber broke before first use.